Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pods pink slide failed to move forward at initial activation.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were present, causing first prime to end prematurely at 21 pulses. After 31 total pulses, the needle mechanism was not deployed, and the pod was deactivated. Rotational sensor abnormalities were replicated in the rerun, which also generated an 0x41 hazard alarm, indicating rotational sensor maximum summed error table. Contamination was observed on the commutator cap, which is confirmed as the cause of the rotational sensor abnormalities and the reported needle mechanism complaint.